Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy-defibrillator (crt-d) device went from one battery status indicator to another in a short duration. The patient has not received any tachy therapy and brady output settings are not excessive.